Event description:
It was reported that the patient went to see her healthcare provider (hcp) on (B)(6) 2012 and a bulge was found over the incision site. The reporter stated that the hcp thought that "it was the loop of the wire that had come up close to the surface of the skin". The bulge was reported to have just "come up" a few days before that day and was giving the patient pain. The reporter also wanted to know if this had anything to do with one of the patient's programs not working. It was also reported that the patient experienced a loss of therapeutic effect. The patient was doing fine, but on the day after her appointment with her hcp, she had to strain to pass urine again. The reporter indicated that the patient was not having any symptom relief. It was also noted that the patient could not feel stimulation at her setting of 5.0v at the time. The patient's program was changed and it was indicated that the patient could feel stimulation on that program at 1.0v. It was stated that setting would be tried to see how symptoms go. It was also noted that the patient had an appointment scheduled on (B)(6) 2012 "to have all the tests for her to have surgery" done. The surgery was set up for four days after the appointment date to address this "lead bulge" problem.

Manufacturer narrative:
Product ID 3093-28, lot# va01pdf, implanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).